Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.4. Color: pink. Battery life remaining: <9 months. The inpen paired to the commercial app with 1.0 u pairing dose. The screw is not bent. However, the inpen screw advanced/retracted with high resistance cause by a broken encoder bond. Unable to perform functional test due to broken encoder bond anomaly. No cosmetic damage was noted.

Event description:
Information received by medtronic indicated that insulin pen was not delivering insulin and button was not pressing. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.